Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: mach1; atherectomy: directional coronary atherectomy (dca) catheter. Evaluation summary: the device was returned for analysis. The reported physical property issue was able to be confirmed. The reported difficulty to position was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted multiple bends on the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, concentric and mildly calcified proximal left anterior descending artery that was 75% stenosed. A 300 cm flexiwire guide wire was advanced to the lesion, then an unspecified directional coronary atherectomy (dca) catheter was advanced over the guide wire. However, the catheter met resistance with the guide wire; therefore, both devices were removed from the anatomy. The physician suspected that there could be a coating issue with the guide wire due to the resistance; therefore, it was replaced with an unspecified flexiwire guide wire to successfully complete the procedure. There was no peeling of the coating noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. However, returned device analysis revealed that there was scraped teflon noted on the core proximal to the distal end of the teflon for a length of 30.7cm.